Event description:
Material#: unknown ( plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) ) batch#: unknown. It was reported that the bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) needle was clogged/blocked. The following information was provided by the initial reporter: "after injecting medication had residual liquid in needle/ needle were calibrated to account for the medication stuck in needle. Incorrect use of medication and patient was drawing up a lot of air instead of medication into syringe/ patient had drawn out a little extra into syringe." Bd syringe: plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Bd syringe lot numbers: unknown. Takeda awareness date: 14 may 2024. After injecting medication had residual liquid in needle/ needle were calibrated to account for the medication stuck in needle. Incorrect use of medication and patient was drawing up a lot of air instead of medication into syringe/ patient had drawn out a little extra into syringe. Product: gattex. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: none. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Comments on 24/05/2024 hello all details requested were already provided on initial email.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. (B)(4) has been listed as the manufacturer. Device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.